Event description:
Consumer left a review on walmart.com stating their daughter took the inteliswab test and received a negative result, however the daughter had already had received a positive pcr test result. (B)(6) .com review 1/15/2022 not accurate tested after having same symptoms as my covid positive daughter (had lab pcr test), and came back negative, decided to test her with the second one and it said she was negative. (B)(6).

Event description:
Consumer left a review on (B)(6) stating their daughter took the inteliswab test and received a negative result, however the daughter had already had received a positive pcr test result. (B)(6) review (B)(6) 2022 not accurate tested after having same symptoms as my covid positive daughter (had lab pcr test), and came back negative, decided to test her with the second one and it said she was negative. (B)(6).

Event description:
Consumer left a review on walmart.com stating their daughter took the inteliswab test and received a negative result, however the daughter had already had received a positive pcr test result. Walmart.com review 1/15/2022. Not accurate. Tested after having same symptoms as my covid positive daughter (had lab pcr test), and came back negative, decided to test her with the second one and it said she was negative. (B)(6).

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.